Event description:
The customer reported that no sound was coming from the central station speaker. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6).